Event description:
It was reported that the patient underwent umbilical hernia repair on (B)(6) 2014 and mesh was implanted. The patient experienced hernia recurrence and the patient underwent hernia repair on (B)(6) 2014. During the procedure, it was discovered the mesh had no in-growth and had ¿pooched¿ into the original defect. Another mesh was implanted during the repair procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.